Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted the right atrial lead exhibited noise. Upon review of the merlin.net transmission, the lead began to exhibit noise on (B)(6) 2018. Isometric testing was performed and noise was reproducible. No intervention was performed and the patient would continue to be monitored.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2019. The right ventricular lead was also capped due to an impedance issue. The pacemaker-dependent patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-05051.